Manufacturer narrative:
Findings: unit received with minor scratched lcd window, scratched display window cover, cracked display window cover, keypad overlay texture damage, missing serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack in the insulin pump¿s case. The crack can be seen on the reservoir threading ring. The customer did not know how the damage occurred. The customer¿s blood glucose level was 176 mg/dl. The device will be returned for analysis.